Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1x4wg, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-dec-2022, UDI#: (B)(4). Event date: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the pt had been feeling pain in their left leg that has progressively worsened since december. Pt stated they had a fall on the stairs on the implant. Pt stated they also lost 14 pounds and felt a kink in the wire and also noted the device was tilting. The patient was redirected to their healthcare provider to further address the issue.